Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported sleeve steering and cds knob issues in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report a sleeve steering issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system used did not steer correctly, despite multiple attempts to correct and re-key (blue to blue). Re-straddling was performed and still steering was not good. It was noted that during preparation a lot of m-knob use was required and it was observed that it took longer than usual for the tip to deflect. The device was removed. The case was completed successfully with new devices and placement of 2 clips reducing the mr to 1+ . No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.